Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the audio bolus button was unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the audio bolus button was found to be detached from the pump and was unresponsive. The button was reinserted and was responsive when tested. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were responsive. The keypad cover was removed for investigation. No contamination was found under any of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).